Event description:
A surgeon reported a patient with glistenings noted in the intraocular lens (iol) following the implant procedure. The surgeon reported the glistenings seem to be affecting the patient's vision. Also the patient reported a feeling of "tension or pinching in the outside corner" of his eye since surgery. Medical records were received and reviewed. The patient noted blurry vision at distance and near without glasses and reported being able to see somewhat better with glasses at approximately two and one half months postoperatively. Upon examination, the surgeon noted the iol to be in position with glistenings.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 02/27/2012 and 03/05/2012 by phone, fax, and mail. Medical records were received on 02/29/2012. The surgeon was unwilling to complete the questionnaire. (B)(4).